Event description:
A caller reported a malfunction on their insulin pump, showing a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer was advised to switch to manual insulin injections as a backup therapy while a replacement pump was sent by technical support, who also provided instructions for returning the faulty pump to tandem.